Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing abdominal pain post implant surgery. The physician believed that it was procedure related. The patient underwent an explant procedure.